Event description:
During product analysis for a reported end of service vns generator, transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage may have possibly been a contributing factor the end of service. However, a battery estimate performed indicated that the end of service was an expected event due to the length of implant and the parameter settings.